Manufacturer narrative:
While performing a review of the event, it was determined that the reported issue was due to customer damage and did not meet the criteria for a complaint. No deficiencies were alleged regarding the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Please disregard mrn 3012307300-2025-06302 and any reports associated with it.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a different internal and external serial number. There was no patient involvement.